Event description:
It was noted that the receiver had the speaker incorrectly placed during manufacturing. It was able to make connection for final test but motion and vibration of the unit was enough for the speaker to move very slightly so as to no longer make contact. When a speaker is placed correctly it is held captive in place and this cannot happen. The probable cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and the audio test failed. A manual sound test was performed and failed. An internal test was performed, in which pressure was applied to the cca, which corrected the gap between the speaker. And the speaker contact on the cca allowing audio to function. An internal visual inspection was performed and passed. The speaker resistance was measured and passed. The receiver log was downloaded and reviewed, finding no error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.